Event description:
It was reported, the pt has been feeling lumps and experiencing pain around the ipg site for several months. X-rays were ordered by the physician as the next course of action. Follow-up identified the pt continues to experience pain at the ipg site. It was reported, the pt's ipg location is such that the pt sits partially or fully on the ipg. Subsequently, surgical intervention will be taken to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.